Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window. The insulin pump was received with partially broken reservoir tube lip and missing reservoir tube lip o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the rubber o-ring came out of the insulin pump. Customer's blood glucose was unknown mg/dl. The customer stated it doesn't feel like the reservoir is sealing in the pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device.